Event description:
I filled my dexcom g7 prescription and all the meters were not functional. First one bled for 4 minutes and the other two I couldn't pair with my phone. This is the seventh time this has happened. I have been without a can since then. I called and reported the issues every single time this has happened and they refused to replace any of them. Reference report# mw5165531, mw5165532.